Event description:
It was reported that the rv pacing impedance gradually increased from 900 to 1200 ohms, and there were decreased r waves. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted.